Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis of the pulse generator revealed an integrated circuit anomaly which would account for the reported sensing and threshold anomalies. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that the right ventricular lead exhibited decreased r wave sensing and increased pacing thresholds. When attempting to reposition the lead, normal pacing and sensing values were observed initially but when the lead was reconnected to the pulse generator, poor thresholds were again observed. The lead was removed.